Event description:
It was reported that there was high threshold and loss of capture seen on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1, ipg, implanted: (B)(6) 2013. (B)(4).